Event description:
The pt received her scs sys on (B)(6) 2010. It was reported that the pt was unable to feel stimulation, and the amplitude could only be increased to 12 ma maximum. High impedances were observed on all lead contacts. An x-ray showed the lead had not moved, and it was still connected within the ipg header. The lead was explanted and replaced on (B)(6) 2010. F/u on the pt found that the pt is receiving effective stimulation. The explanted lead has not been returned for the MFR for eval.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.